Event description:
Major pump unit(s) involved: external control system failure. Specify component(s) involved: external battery malfunction.

Event description:
Major pump unit(s) involved: external control system failure. Additional text: external battery. Specific component(s) involved: external battery malfunction. Additional text: external battery. Causative or contributing factor: no specific contributing cause identified. Intervention(s): replacement of external battery. Implant device type: lvad.